Manufacturer narrative:
(B)(4). Additional information requested and received: was there any issue with staple formation in primary procedure? Good. During the reoperation, was the staple form noted? Yes it was good. How was the blockage addressed? Re-operation w/ bypass. What is the current patient status? Good.

Event description:
It was reported that about two months after a laparoscopic roux-en-y procedure, the patient required reoperation for a blockage at the jejunojejunostomy. In the initial procedure, the surgeon used the device with a blue reload at the j-j and there were no reported quality issues. The device was discarded after the procedure. About two months after the procedure, the patient returned with a blockage at the j-j which required reoperation. On reoperation, the surgeon could see that the device stapled, but it looked like it had not cut. It is unknown how the blockage was repaired. The current status of the patient is unknown.